Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable creatinine (crea), cholesterol chod-pap (chol), total bilirubin (tbil), and alanine aminotransferase acc. To ifcc with/without pyridoxal phosphate activation (alt) results on their p-module. The customer provided data for 19 patients, of which nine had discrepant results that were reported outside the laboratory. Repeat testing was performed on another p- module. The first patient's initial crea result was 19 umol/l. The repeat result was 93 umol/l. The second patient's initial chol result was 2.68 mmol/l. The repeat result was 4.19 mmol/l. The third patient's initial crea result was 411 umol/l. The repeat result was 105 umol/l. The fourth patient's initial crea result was -10 umol/l accompanied by a data flag. The sample was repeated with an increased volume and the result was 672 umol/l. The repeat result from the other p-module was 73 umol/l. The fifth patient's initial tbil result was 1.0 umol/l. The repeat result was 11.0 umol/l. The sixth patient's initial crea result was 0 umol/l. The repeat result was 100 umol/l. The seventh patient's initial crea result was 163 umol/l. The repeat result was 94 umol/l. The seventh patient's initial chol result was 1.29 mmol/l. The repeat result was 5.47 mmol/l. The eighth patient's initial crea result was -2 umol/l accompanied by a data flag. The sample was repeated with an increased volume and the result was 60 umol/l. The sample was repeated on the other p-module and the result was 61 umol/l. The ninth patient's initial crea result was -11 umol/l accompanied by a data flag. The sample was repeated with an increased volume and the result was 29 umol/l. The sample was repeated on the other p-module and the result was 82 umol/l. The ninth patient's initial alt result was 24.4 u/l. The repeat result was 9.0 u/l. The customer did not think the erroneous results were acted upon. There were no reports of any adverse events. The crea, chol, tbil, and alt reagent lot numbers and expiration dates were not provided. It was discovered that there was a hole in the tube 1 vacuum tube for the rinse unit. The rinse unit tube set was replaced. The instrument was running again after the tube set was replaced.